Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the disappearance of the image during angulation operation resulted from either the breakdown of the image sensor unit due to stress from repeated use, external factors, or mishandling, or a defect in components such as the integrated circuit chip and capacitor mounted on the electric circuit board. The event can be [detected/prevented] by following the instructions for use: ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the videoscope image disappeared when the up/down directional angle was operated due to damage to the imaging unit. There were no reports of patient involvement.